Event description:
Surgical technician reported during a cataract extraction with intraocular lens implant procedure the unit would not phaco and the tray was cracked. The handpiece, tip, cassette, and the footswitch were exchanged with no resolution to the problem. Surgery was completed using the same sys with no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).